Event description:
I have been through so many tests and procedures in an attempt to figure out what has been drastically taking my immune system down since 2005, just a year after I got my saline breast implants that I was told by my plastic surgeon were completely safe. Since 2005 I have had metabolic and adrenal fatigue, been diagnosed with chronic kidney disease stage 3 and have had many kidney stones, hemolytic anemia debilitating neurological dysfunction with horrific aura migraines and what feels like internal seizures at times and numbness and tingling in my arms, severe hormonal imbalances (that my doctor stated was the worst hormonal balance she has ever seen in 10 years practicing), new onset food and environmental allergies to dust mites, dairy, almonds, sulfites, sulfate (and the list continues growing), viral and bacterial infections, major digestive and gastrointestinal issues with dysbiosis, food intolerances, malabsorption, leaky gut, loss of my gall bladder, and now my shoulders hurt all the time along with my upper right arm which I am starting to lose the use of. I have been doing a lot of research on my own as I am also a nurse with a bachelor¿s degree in nursing, and have found much evidence relating all of this to breast implant illness. For the past 6 or 7 years I have been taking so many medications trying to feel okay enough to stay upright and have been in and out of hospitals and my doctor¿s office as well as many specialists¿ offices. My head constantly flakes off and scabs over and I get red bumps behind my ears and on my neck as if I¿m constantly having an allergic reaction. Sometimes my nose bleeds profusely. I have severe swelling and puffiness all over my body and dry skin and itching until I¿m bleeding at times, no matter how much water I drink or lotion I put on my skin. The latest new development is that my breasts are now getting bumps that itch and when I scratch them a chunk of skin will come out and then they will bleed profusely. My vision has become blurry even though I¿ve always had 20/20 vision, and since 2010 I have steadily gained 50 pounds that is unexplainable and nothing I do with exercise and diet helps me lose any of it. I was a very healthy person prior to getting the implants in 2004. It was only recently that I was finally able to recognize what has slowly been killing me through research. I am trying to raise funds to explant them asap. I have seen countless stories of women going through all these same things since getting their implants that they too were told completely safe by doctors and also countless stories of almost all of them making miraculous and complete recoveries after having their implants removed. I¿m so relieved to see the FDA starting to recognize the number of us out there that have become so ill with breast implants. Would be willing to release the specific medical records to show FDA the exact data.